Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: address: (B)(6). E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the preparations for the peripheral interventional surgery, the physician found that the sheath of angio-seal could not be inserted into the vessel smoothly. They changed to a new one, and the surgery was successfully completed. There was no blood loss. The reported event did not result in patient injury. Additional information was received on 19jul2025: the sheath size used with the angio-seal was a 6f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. When inserting the carrier tube into the sheath, the resistance was felt. Then the carrier tube was removed, and it was found to be kinked. A new device was then used to complete the procedure. A pre-deployment angiogram was performed. The patient was stable.